Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported tangled sutures and difficulty removing the sutures appear to be related to pre-close technique with large hole. The reported patient effects of hematoma, hemorrhage, and tissue damage are known inherent risks of the procedure. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional 2 proglide devices are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 13f sheath prior to a valvuloplasty interventional procedure. Two proglide devices were successfully pre-placed at 10 and 2 o'clock position. The sutures of the first device placed was approximately 45 degree angle apart. The sheath was upsized to a 14f and the valvuloplasty procedure was completed. The sutures of the first pre-placed device were locked but there was still bleeding. The sutures of the second pre-placed device were locked but uncontrolled bleeding continued. Wire access remained and a third device was placed at 12 o'clock; however, when the device was removed, the sutures of all three devices came out of the artery entangled with a piece of tissue. There was blood loss and three units of blood were administered to the patient. Protamine was administered to reverse anticoagulant. A hematoma developed which was treated with covered stent. Hemostasis was ultimately achieved by contralateral approach with a covered graft. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.